Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 4 of 6. The patient was connected. The baxter technical service representative assisted the patient with clearing the alarm and informed the patient of the error's meaning. The proper procedures per the user manual were reviewed with the patient. The patient stated they would contact the peritoneal dialysis nurse about the se and complete therapy via manual exchange. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated she was not made aware of the alarm, but the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No further information was provided.